Event description:
Upon arriving at the scene of a pt in ventricular fibrillation, the firemen reported that they could not get the device to prompt an analysis, therefore, the pt could not be shocked. The device gave a "check pt message." When the als team arrived, they also had problems with a monitor and could not defibrillate the pt. The MFR and type of device the als team used are unknown. The biomed dept felt that this second monitor ahd been damaged from a fall. The pt expired in the ER. Autopsy showed that the pt had severe cardiac disease.